Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic segmentectomy procedure, while the device was being applied to the lung tissue, the surgeon positioned the load on the tissue, pressed the green button and pressed the trigger to fire, a crack sound was heard and the device did not fire. There were 6 reloads used in this case and had a malfunction. Two more devices were opened, but the same problem occurred. A new device was used to complete the case. There was no patient injury.